Event description:
Update received indicates that patient was treated and received implant of an edwards transcatheter aortic bioprosthetic valve within the existing valve. There are no reported adverse events following procedure.

Event description:
Edwards learned of a valve that has been diagnosed as stenotic after an implant duration of nine (9) years. Patient is being assessed for inclusion in clinical trial for implant of a transcatheter aortic bioprosthetic valve within the existing valve. Patient has h/o dyslipidemia and hypertension; CABG and ppm dual. Follow up for further event information is on-going.

Manufacturer narrative:
Stenotic bioprosthetic valve additional manufacturer narrative: it was reported that this patient experienced aortic stenosis. Many factors can contribute to the onset of bioprosthetic valve stenosis, including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Unfortunately, the root cause of this event cannot be confirmed with the available information. There have not been any allegations of a quality deficiency related to the subject device. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.